Event description:
The customer contacted baxter's technical service center regarding an overprime leak out of patient line, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated a little fluid came out of the top and the hp wanted to know if it was okay to use. The baxter technical service representative (tsr) advised a possible bubble could have caused the fluid to come out of the top and the tsr advised okay to use setup. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to continue therapy after the tsr told him it was okay to use the setup. He did not notice anything unusual with any of the supplies from that day. He only had one bag on the heater pan and the patient connector was not lower than the heater bag. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.the problem was not confirmed. The root cause was undetermined.